Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator driver pcb was evaluated and replaced. The tube and high voltage system was calibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a 'saturation fault' error. This error will result in an uncommanded system shutdown. No pt or user injury was reported.